Event description:
The reporter stated the (B)(4) silicone single piece lens was inserted and removed due to a capsule tear. Replaced with another staar lens. Additional information has been requested but not yet received. If additional information is obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Medical review - a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. (B)(4)

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Evaluation: results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Both sides of the optic/haptics were checked for rough/sharp edges and edges were found to be acceptable. (B)(4).

Manufacturer narrative:
Evaluation: method - device history review. Results: after reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence that leads to the root cause of this complaint. The root cause is not likely related to the manufacturing process of the lens. A posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery. (B)(4).